Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. It was reported that the pump emitted multiple loss of prime alarms. It was noted that changing the cartridge did not resolve the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 02/04/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 01/23/2014 with the following findings: a review of the pump history showed a loss of prime with a low non-zero force was recorded. The pump performed the rewind, load, and prime steps and was exercised for 24 hours with no alarms or loss of primes occurring. The force sensor calibration reading was found to be within the required specifications. The pump cover was removed and no contamination or damage was observed to the force sensor circuit. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked at the case seal. The complaint of the loss of prime alarms was observed in the pump history but was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.